Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day the patient had pain upon injection, after few hours had joint swelling and after one day the knees were stiff; also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient had received synvisc one into both knees without any side effects (2.5 years ago). Patient had no history of prosthetic device, no allergy history to avian proteins, feathers or egg products, no previous/ concomitant medications with immunosuppressants, no history of infections, diabetes, immune-compromise.. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose and expiry date: unknown) (batch/lot number: 7rsl021) bilaterally for osteoarthritis (oa) of both knees. Patient was pre-medicated with a topical lidocaine product for both knees. Almost immediately, the patient experienced pain upon injection and then pain and joint swelling later that afternoon for lasted for 2 to 2.5 days in both knees (latency: 0 day). Specifically, the pain and swelling was worse the next day especially in the left knee to the point that patient was not able to use a golf cart. However the knees were stiff before taking the morning walk and patient was able to complete that walk as recommended by the orthopedist latency: 1 day). Two days after injection, the pain and swelling was even worse (on a scale of 1 to 10, it was about 7 to 8); but by the third day, these events had resolved "with little residual effects". As treatment, patient iced both knees as directed by the orthopedist. Corrective treatment: ice for pain upon injection, joint swelling; not reported for rest outcome: recovered for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced knee pain, swelling and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 26-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day the patient had pain upon injection/pain both knees, after few hours had joint swelling/swelling both knees and after one day the knees were stiff; also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. Patient had received synvisc one into both knees without any side effects (2.5 years ago). Patient had no history of prosthetic device, no allergy history to avian proteins, feathers or egg products, no previous/ concomitant medications with immunosuppressants, no history of infections, diabetes, immune-compromise. Concomitant medications included: simvastatin, fenofibrate, lisinopril, amlodipine and ibuprofen. Codiene and morphine caused extreme itching on (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, once (dose and expiry date: unknown) (batch/lot number: 7rsl021) bilaterally for osteoarthritis (oa) of both knees. Patient was pre-medicated with a topical lidocaine product for both knees. Almost immediately, the patient experienced pain upon injection and then pain and joint swelling later that afternoon for lasted for 2 to 2.5 days in both knees (latency: 0 day). Specifically, the pain and swelling was worse the next day especially in the left knee to the point that patient was not able to use a golf cart. However the knees were stiff before taking the morning walk and patient was able to complete that walk as recommended by the orthopedist latency: 1 day). Two days after injection, the pain and swelling was even worse (on a scale of 1 to 10, it was about 7 to 8); but by the third day, these events had resolved "with little residual effects". As treatment, patient iced both knees as directed by the orthopedist. Corrective treatment: ice for pain upon injection, joint swelling; not reported for rest outcome: recovered for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 23-jan-2018 from the patient. Event of pain upon injection was updated to pain upon injection/pain both knees. Event of joint swelling was updated to joint swelling/swelling both knees. Concomitant medications and medical history was added. Pharmacovigilance comment: sanofi company comment for follow up dated 23-jan-2018: the follow up information does not change previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and experienced knee pain, swelling and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.